Event description:
It was reported, the capture threshold on the lead had been slowly increasing. Later, no capture was observed at maximum output. It was also noted that sensing had slowly decreased. Follow up with the physician's office disclosed the lead was still sensing and the physician decided to leave the lead in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.